Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch verio2 meter displayed an error message relating to a "strip problem". The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred "a few months" prior to contacting lfs. The patient manages her diabetes with oral medication, diet and exercise and the reporter denied that the patient made any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that after the alleged issue occurred, the patient "fainted" due to low blood sugar. The reporter detailed that on (B)(6) 2016 she visited an emergency room (ER) where she had her blood glucose tested on an ER meter, which gave a reading of "3.9mmol/l" and she was prescribed glyburide, januvia and diamicron pills. During troubleshooting the cca was unable to confirm with the patient if the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged issue occurred.